Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced with a competitor lead approximately one month post implant. Additional information was received from a clinician that the lead was explanted due to a rv perforation. No additional information is available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The inner tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut.